Manufacturer narrative:
Additional information received indicates that the patient's international normalized ratio (inr) had been subtherapeutic on (B)(6) 2016. They further reported that she had failed to follow up about it prior to her admission on (B)(6) 2016. The patient's medical team felt that meeting her new therapeutic goal for her international normalized ratios (inr) of had been tricky with readings of 3.7 in (B)(6) 2016 and 1.9 in (B)(6) 2016. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed high watt alarms and presented to the emergency department (ed). The patient was also noted to have dark urine and elevated lactate dehydrogenase (ldh) levels. She denied dysuria, abdominal pain, back pain, diarrhea or fever. She did report having mild pain around her driveline exit site but this was later confirmed to have no evidence of an infection. The site noted that the patient had a history of non-compliance with attending to her international normalized ratio (inr) checks. Since the patient was deemed to be at higher risk for vascular access complications, her medical team opted to treat her with peripheral (as opposed to intraventricular) tissue plasminogen activator (tpa) on (B)(6) 2016. She was given a bolus dose followed by an infusion over the next four hours with the subsequent normalization of her pump parameters. Her ldh levels decreased and her urine color returned to its' normal color. The patient was hemodynamically stable throughout her hospitalization. The patient was discharged home on (B)(6) 2016 with an adjustment to her coumadin dosing and an inr check scheduled for (B)(6) 2016 (therapeutic inr goal of 2.5-3.0). The patient was advised to call the clinic and present to the ed if she had a reoccurrence of dark urine or high watt alarms. In addition, she was advised about the importance of complying with her inr checks to ensure the maintained of her therapeutic inr goal. As of the date of this report, the patient has attended her clinic visits regularly with no current evidence of thrombus or threat of pump stoppage.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 100 high watt alarms and an increase in power consumption starting (B)(6) 2016 to parameters outside normal operating range. Of note, it was reported patient had elevated ldh levels and was treated with tpa administration resulting in decreased ldh levels with subsequent power normalization. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.